Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a superficial femoral artery (sfa) intervention, the vessel was not pre-dilated per the instructions for use (IFU). During stent deployment, the stent was intentionally elongated; however, when the sheath was removed, it was noted that the proximal end of the stent was outside the body. Intervention was required to re-introduce the stent into the artery. There was no reported adverse patient sequela and the results were noted to be good. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device remains in patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use states: the vessel / duct after pre-dilatation should be at least the size of the stent diameter. If recommended vessel / duct diameter cannot be gained, optimal stent deployment may not be achieved, and revised stent sizing should be considered. The reported difficulties were likely user related. It is likely that inadequate pre-dilatation of the vessel contributed to the reported difficulties and subsequent surgery to re-introduce the stent. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.